Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise in both bipolar and unipolar configurations of the right ventricular pacing lead, which was oversensed by the device and caused occasional inhibition of pacing. During a routine generator replacement, an insulation abrasion was discovered on the right ventricular lead, which was patched with medical adhesive. A new right ventricular lead was placed, and the old lead remains in the body but inactive. The patient was in stable condition throughout.